Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and the customer reported that the light source was used with non-olympus lamps and the issue was resolved and procedures were completed. The customer reported that the issue again returned. The customer was not able to continue troubleshooting but will call back to arrange for a repair loaner device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e103 lamp error code was received when using the evis exera iii xenon light source. The issue was found during a procedure. The procedure was completed using a similar 3rd party device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to lamp failure. However, a definitive root cause could not be established. The event can be detected and/or prevented by following the instructions for use which states in: "section 4.5 inspection of the power supply: if the emergency lamp indicator on the control panel lights up, turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one as described in section 6.1, 'replacement of the examination (xenon) lamp.'. If, after following the steps above, the emergency lamp indicator continues to light up, contact olympus. Section 4.6 checking the lamp usage indicator check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, 'replacement of the examination (xenon) lamp' section 6.1 replacement of the examination (xenon) lamp: always use the examination lamp designated below. To order a new examination lamp, contact olympus. 'Xenon lamp may-1817, warning - ¿ never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.' Section 6.2 removal of the lamp section 6.3 insertion of the lamp." Olympus will continue to monitor field performance for this device.